Event description:
It was reported that the patient presented in clinic for implant procedure. The right ventricular (rv) lead helix would not retract. The physician elected to use a new rv lead which was implanted successfully. The patient was stable.

Manufacturer narrative:
Additional information notes device will not be returned. Update to h6 codes.

Event description:
New information notes device will not be returned.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the lead helix retracted. X-ray examination found over-torque of the inner coil at the connector region. After cutting the lead and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to over-torque of the inner coil which is consistent with procedural damage.